Event description:
It was reported an asymptomatic patient was in clinic for a routine follow up. The pulse generator exhibited diagnostics anomaly. The device was explanted on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.